Manufacturer narrative:
(B)(4), wound dehiscence. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the initial surgical procedure on (B)(6) 2011.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed anastamosis leakage and wound dehiscence on (B)(6) 2011 and was treated with reoperation and vacuseal sponge in skin wound on (B)(6) 2011 due to wound infection and fascia dehiscence.